Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of the lot.

Event description:
It was reported that during an unknown laparoscopic procedure, the insulation on the tip/distal end peeled off. No further information is known at this time. There was no adverse consequence to the patient reported.